Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. No lot information or sample available. Based on available information, no malfunction occurred related to the injector.

Event description:
It was reported that a nicu patient was receiving "fosphenytoin" at a "0.23 ml" dose drawn up in a 1 ml syringe and sent in a 5 ml syringe with the bd phaseal¿ optima injector (n35-o) attached. The syringe pump then had flow issues during use in administering the medication, and testing it showed that the pump incorrectly calculated the "ml/hr rate" when the "drug library" was used. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: this looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of workaround to provide patient with time meds and keep staff safe. As expected, we continue to come across unique situations that have challenged our use of phaseal. Just as a recap, all hazardous med syringes for administration via syringe pump are sent out with a phaseal injector on the end. Usually this piece stays in place and is used to administer the dose. Last week it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. We adjusted our processes and measured smaller doses in 1ml syringes and transferred to 5ml syringes with phaseal attached for dispensing. This worked well for our most commonly used hazardous med (fluconazole) because it¿s a dilute med so the doses are usually on the larger ml size. However, we now have a baby in the nicu receiving fosphenytoin at a dose of 0.23 ml (recently increased today from a dose of 0.19 ml). As decided last week, we drew it up in a 1 ml syringe and sent in a 5 ml syringe with the phaseal injector attached. The syringe pump had issues administering this med (per the rn, it was reading as empty syringe; however, when we tested it, the pump did not give that error message but did not calculate the correct ml/hr rate when the drug library was used).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a nicu patient was receiving "fosphenytoin" at a "0.23 ml" dose drawn up in a 1 ml syringe and sent in a 5 ml syringe with the bd phaseal¿ optima injector (n35-o) attached. The syringe pump then had flow issues during use in administering the medication, and testing it showed that the pump incorrectly calculated the "ml/hr rate" when the "drug library" was used. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: this looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of workaround to provide patient with time meds and keep staff safe. As expected, we continue to come across unique situations that have challenged our use of phaseal. Just as a recap, all hazardous med syringes for administration via syringe pump are sent out with a phaseal injector on the end. Usually this piece stays in place and is used to administer the dose. Last week it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. We adjusted our processes and measured smaller doses in 1ml syringes and transferred to 5ml syringes with phaseal attached for dispensing. This worked well for our most commonly used hazardous med (fluconazole) because it¿s a dilute med so the doses are usually on the larger ml size. However, we now have a baby in the nicu receiving fosphenytoin at a dose of 0.23 ml (recently increased today from a dose of 0.19 ml). As decided last week, we drew it up in a 1 ml syringe and sent in a 5 ml syringe with the phaseal injector attached. The syringe pump had issues administering this med (per the rn, it was reading as empty syringe; however, when we tested it, the pump did not give that error message but did not calculate the correct ml/hr rate when the drug library was used).